Event description:
It was reported that during an unknown procedure, part of the staples were malformed after firing. Procedure was completed using same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? What color reload? Unk. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch feedback. When the device was fired, where was the indicator within the green zone/gap setting scale? Unk. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? 50 years old and male. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No.